Event description:
The customer reported being in the emergency room due to high blood glucose of 520mg/dl. The customer experienced high blood glucose for several days, had bruise foot, chest pains, nausea and urinary tract. The customer mentioned having no delivery alarms and motor error alarms. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.